Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during delivery. The problem was with "hdmtx infusion". The bag was programmed to run at 20 ml/hour for 23.5 hours, rate increased to 20.4 ml/hour to meet goal end time to correlate with start time of 30 minute bag of mtx . Four and a half hours later, bedside registered nurse (rn) found hdmtx bag to be empty with medication left in the IV tubing and chamber but no drug/fluid left in the bag. Although, the total given was 392 mls and the bag started with 470 mls leaving 78 mls that should be left to infuse (pump reading 59 as volume to be infused since 20 ml flush was subtracted). New pump was used to finish infusing and rate slowed to 9 ml/hour to finish infusion on time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused during delivery" was not reproduced. Performed flow accuracy verification at (rate: 125ml/hr - volume to be infused: 125ml/hr, results: 119.41, error percentage: -1.47%). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.